Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310, they allege that the handpiece was heating up and the insert and handpiece melted together. No injury occurred.

Manufacturer narrative:
Debris buildup in the water supply hose, debris buildup in the water filter. Worn steri-mate handpiece. Replaced damaged/worn components and recalibrated unit to factory specs.